Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient is in the hospital due to peritonitis will be moving to in-center hemodialysis (ich) temporarily. In additional follow-up call, the patient¿s pd nurse confirmed that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain and fever. It was reported that the patient had a pd culture obtained (in the hospital) which was positive for growth of the bacteria staphylococcus (species not provided) and corynebacteria. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (dose not provided) for a diagnosis of peritonitis. The nurse confirmed that the patient has been switched to hemodialysis for renal replacement needs to let the peritoneum rest. The patient remained in the hospital at the time follow-up was conducted. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to a breach in aseptic technique.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus and corynebacterium which are bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to a breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.